Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during investigation, a review of the pump black box showed evidence of cs 064 alarms. The black box confirmed occlusion during prime. During testing, the ez-prime steps were performed correctly with no alarms occurring. The complaint of cs 064 call service alarms was shown in the pump history but was not duplicated during the investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.